Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced an issue with infusion set packaging event on 29-dec-2024 . The infusion set packages were not sealed properly and were misshaped. The tube was bent. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated. The reference samples for the lot 6007022 have been tested in the trackwise record 2102565 on 16-may-2025. Test results: no product testing required for malfunction code primary pack has incomplete or open seal/weld, is torn, ripped, contains holes, exhibits external contamination (e.g. Water marks, stains), or product is trapped in packaging (e.g. Trapped in weld). The rest of the information can be found in database 2102565 complaint test report. Device history record (DHR) review: the lot 6007022 was manufactured according to 3902085 version 80 appendix 1 batch card for production of packaging room, on 04-jun-2024, with a total of 2,592 units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Trending: a query was run in database on 16-may-2025 against malfunction code primary pack has incomplete or open seal/weld, is torn, ripped, contains holes, exhibits external contamination (e.g. Water marks, stains), or product is trapped in packaging (e.g. Trapped in weld) and lot 6007022 with no other complaint identified. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.